Event description:
Healthcare professional reported left side "hardening," "pain," "increase in volume," "contracture and on us probable rupture of prosthesis," "migration of the content of the left implant," "worried," and "nodules" which are not device-related. Device remains implanted.

Manufacturer narrative:
Clarification to d6b: replacement device information was provided with no proof of explanation and date, justifying the device status is implanted. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, silicone migration, rupture and seroma-late.